Event description:
Addendum feb 27, 2023: the procedure was procedure was laparoscopic hysterectomy with salpingectomy. Per customer the probe break did not occur at the time of the procedure, only the probe damage error message occurred. Customer had no knowledge of the probe breakage.

Manufacturer narrative:
Available additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information. Customer provided no other details of the procedure or patient.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. The device was attached to the usg-400/esg-400 and a probe check was performed; the device failed the probe check with error code u509. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) was inspected and found it has normal wear and no metal exposed. There was also evidence of minor discoloration with the teflon pad itself. The distal end of the device was inspected under a microscope and found approximately 70% of the probe detached with missing portion not returned. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The customer returned the device for a probe damage error received during an unknown procedure. The procedure was completed with a slight delay to switch to a new similar device. There is no harm or adverse impact to the patient nor to the outcome of the procedure due to this event. No other devices were connected at the time. Upon evaluation of the returned device, it was observed that approximately 70% of the probe was detached, with missing portion not returned. This medwatch is being reported for the reportable issue of the detached probe observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. The worn of the tissue pad could have happened because ¿seal & cut¿ output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark developed. 4. A force to activate the output in seal &cut mode or a force to grasp tissue was applied to the probe. Therefore, cracks developed at a contact mark causing the probe damage error. 5. A force was applied to the probe causing it to break. The following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.